Event description:
It was reported that the stent graft could only be partially deployed. Reportedly, during the deployment of a stent graft in a pseudoaneurysm in an upper arm fistula, the physician experienced difficulty deploying the stent graft. Approximately 1/3 of the stent graft deployed, but the remainder appeared to be jammed in the delivery system. The physician removed the device without incident and the procedure was successfully completed without any pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.